Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018- 00309. It was reported the patient's leads were explanted and replaced (with a single lead/different model) due to migrating.

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2018- 00309: follow up information found that therapy was restored after surgical intervention.